Event description:
It was reported that after power-up, the leds (light emitting diodes) light up, and the rate and both atrial and ventricular outputs equal zero. The battery was changed and the power cycled a few times, with the same result. The unlock key did nothing. The voltage of the new battery was then tested and found to be 6.2 volts, so it was replaced with another new battery, and the device worked fine. The power was cycled a few times, and the rate and outputs could be adjusted, and the lock key functioned as well. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.